Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated nonconforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A third proglide device was used and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.